Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter malfunctioned as ¿the needle did not fully retract into the sheath when the nurse removed it from the patient. As far as we know it did break the glove she was wearing but the nurse did not think it broke her skin.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received one used iag/bc 22ga unit with an opened package from the lot number 7250635. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel, leaving the tip of the needle expose. Observed there fm between the needle hub and the end of the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. The fm inhibited the needle from fully retracting. The unit was disassembled to remove and identified the fm: the fm was identified as a hard plastic. Investigation samples(s) meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a fm; which inhibited the needle from retracting fully into the safety barrel. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit. The returned unit displayed fm between the needle hub and the end of the safety barrel component. This damage inhibited a full retraction of the needle into the barrel upon activation. The fm was introduced through the molding process or through the manufacturing.